Event description:
It was reported that the right ventricular lead had high impedance, an apparent fracture, loss of capture, and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and the lead was stretched. The analyst also noted that the anchoring sleeve fixation site could not be determined.